Event description:
It was reported that the outer blister was compromised.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the outer blister was compromised.

Manufacturer narrative:
DHR indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. (B)(6) indicated that there were no similar events for the reported lot. Visual inspections showed that two small holes were present in the outer blister tyvek lid, and there was damage to the box and outer blister. The investigation concluded that a torn outer blister involving a v40 cocr lfit head 40mm/+4 was caused by user misuse. The returned packaging showed signs of having been aggressively opened causing damage to the box and outer blister.